Manufacturer narrative:
Date received by manufacturer: 19sep2019. Report date: 20sep2019. This customer returned moog blower motor controller (bmc) was tested with no functional faults identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Ventilator inoperative error (1014). There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18sep2019. The manufacturer¿s international service technician confirmed the reported ventilator inoperative error (1014) issue. The manufacturer¿s international service technician replaced the blower controller pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. During the evaluation, an additional issue was observed. The technician stated the device failed ground resistance testing. The technician replaced the power cord to address this issue.

Event description:
Ventilator inoperative error (1014). There was no patient involvement.